Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735799, serial/lot #: (B)(4), product ID: 9735797, serial/lot #: (B)(4), device evaluated by MFR: the manufacturer representative went to the site to test the navigation system. They replaced the router and wifi endpoint. Performed a system checkout and the system was ready for clinical use. The wifi endpoint was returned for analysis. After functional testing and visual/physical examination the reported issue was confirmed. Wifi endpoint was tested and found to not connect to wifi network. Communication and link leds were red. Though sefltest showed endpoint being connected. Unit was reconfigured and was able to connect and communicate on wifi network. The checkpoint was returned for analysis. After functional testing and visual/physical examination the reported issue was not confirmed. Checkpoint was tested with returned wifi endpoint and functioned as expected communicating through the dmz port. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was an intermittent issues with the wi-fi. The manufacturer representative (rep) stated that the system was having intermittent issues connecting to ip in the stealth configuration window. The system would not display and access points or connect to wi-fi , but would then randomly connect (the system had been on for 15+ minutes). The self-test would show the endpoint as not connected as well, and then later connect (with no changes) showing the correct ip and wireless mac address. Troubleshooting was performed and it was recommended to replace the wi-fi endpoint. No patient was present at the time of the event.